Event description:
It was reported that a patient's cadd legacy pumps started beeping last night with no error message. Patient was not sure if this is a pump issue or a cassette issue. When she tried to switch to the back pump, the beeping was still there but she was able to get pump running lot number for cassette is 4220001. Patient confirmed no clamps/issues with tubing. No discontinuation in therapy or injuries. Pump rate is still 40ml/24hr. Pharmacy is sending new pump and cassettes. Event resolved. Spi notified. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we (MFR) replace the device? Yes. Did the pt have add'l cassettes they were able to switch to? Yes. If yes. Was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Additional information received and attached by ICU medical on ((B)(6) 2022): patient details and pump serial number.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.